Event description:
The patient monitor started to show an error "spo2 malfunction" and "mms malfunction." Biomed had to replace the mmx multi-measurement server that was needed for a patient. This specific issue is happening on multiple mmx modules. We purchased these modules all at the same time. We have roughly 10 in the last week. Manufacturer response for mmx multi-measurement module, mmx multi-measurement module (per site reporter). The customer service of philips stated they would fill out an equipment issue form.